Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and ultimately reverted to manual injections for insulin therapy.